Manufacturer narrative:
This report is submitted on november 15, 2017.

Event description:
Per the patient's surgeon, the receiver/stimulator was explanted on (B)(6) 2017 due to an infection. The electrode was left in situ. It is unknown if there are plans to reimplant the patient as of the date of this report november 11, 2017.

Manufacturer narrative:
It was reported that prior to explant the patient was administered IV antibiotics (date and duration not reported).